Event description:
It was reported that the device had power on reset during a carelink transmission. Lead integrity software had to be reloaded. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. A 3 - por's for critical ram parity error, between (B)(4)-2010 14:55:40 and (B)(4)-2011 20:10:12. A 1- patient alert for device circuit error on (B)(4)-2011 20:10:12. The device was not returned but diagnostic information is consistent with reported event.